Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that upon removal of the sensor they noticed that the electrode appeared a bit short than usual. Customer's blood glucose at the time of the incident was 198 mg/dl. Product is expected to return.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula mostly retracted at the sensor base. Unable to confirm if customer received sensor in said condition due to customer returned the sensor opened/used.